Event description:
It was reported, the clinic register nurse attempted to set-up full size printer and reports the programmer stopped working. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Power supply found out of electrical specification.